Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/04/2016 with the following findings: the investigation was unable to verify reported ¿no power¿¿ in black box. The pump history shows that the pump was in use for 11 days beyond the date of the reported no power event. During visual inspection of the pump, it was observed that the battery compartment was cracked. A leak test was performed and failed due to crack in the battery compartment. The pump was opened and there was no moisture found. There was no evidence of physical damage on the battery cap or the battery compartment threads. The returned battery cap¿s height and width were within specification. The pump was exercised for 24 hours with no loss of power occurring therefore the initial complaint about a power issue could not be duplicated during this investigation. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (moisture ingress) issue. It was reported that there was moisture behind the display and no power in the pump. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.